Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1ml oral syringe leaked. The reporter stated that liquid was ¿present past the syringe stopper.¿ it was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: the device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.